Event description:
The physician was attempting to implant a 3.5 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. The lesion was pre-dilated using a 1.5 mm balloon. The stent could not cross the target lesion and was removed. No clinical sequelae were reported. The device was returned to the manufacturing facility and stent struts were observed to be damaged. Evaluation summary: the distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers as per specification. A number of struts on the 10th proximal stent segment were raised and overlapping. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (tight and diffuse lesion with severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (tight and diffuse lesion with severe calcification). (B)(4).